Event description:
The reporter stated a collamer single piece lens was removed from the vial and was noted to be torn. The reporter stated the lens was not used or loaded and there was no patient contact. The reporter stated the lens was received torn, and they felt the lens was defective.

Manufacturer narrative:
Evaluation: lens work order search. Results: visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaint was found within the work order.